Event description:
The 17mm articular surface provisional was etched as 10mm. This part was located at the hospital in a back up set and it is reported that it is likely that the part was never actually used.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. The device was confirmed to be etched incorrectly. Please see the attached documents for add¿l info.